Manufacturer narrative:
(B)(4)

Event description:
It was reported that asymptomatic patient presented with non-sustained rv oversensing episodes due to post-paced t-wave oversensing. Programming changes were made.

Event description:
New information received indicated that another instance of non-sustained rv oversensing episodes due to post-paced t-wave oversensing was observed. Patient was asymptomatic. Programming changes were made and no further issues have been seen.

Event description:
New information received indicated that patient received a vibratory alert and remotely sent a transmission showing several episodes of non-sustained rv oversensing. The device exhibited another instances of post-paced t-wave oversensing. Programming changes were recommended and were made. Patient is fine.